Manufacturer narrative:
Batch review performed on 12 may 2026 gmk-spherika 02.12.0411crr gmk sphere cr tibial insert s4r 11mm (k181635) lot 2243302: (B)(4) items manufactured and released on 26-jan-2023. Expiration date: 10-jan-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient history was as follows: (B)(6) 2024: the patient presented with a painful syndrome on the anterior aspect of the right prosthetic knee. (B)(6) 2024: a secondary resurfacing of the patella was performed. (B)(6) 2026: sa surgical debridement of the inner edge of the patella was performed. (B)(6) 2026: the patient developed an acute periprosthetic sepsis with the presence of citrobacter freundii; during this procedure, only the insert was revised. (B)(6) 2026: antibiotic prescription (infection treatment) with no revised products we are waiting for outcomee